Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks and smoke. During set up prior to patient use, it was reported that after the device was plugged into the ac power, sparks and smoke were noted at the male end of the ac power cord. The nurse unplugged the device from the ac power outlet. There were no reported adverse effects to the patient or nurse, and no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service. Therapy was initiated using a replacement device. During testing at the user facility, charring was noted near the ac power cord plug at the male end of the ac power cord. Though requested, no additional information was provided.